Event description:
Paramedics attempted to administer defibrillator shocks to a person diagnosed in cardiac arrest. The defibrillator allegedly failed to discharge each time the operator pressed the paddles shock buttons. Following each failed attempt to administer a shock, the device operator disarmed the charged defibrillator by rotating the energy select switch on the paddle handle. Another device was immediately available and used to administer shocks to the pt. The pt was not resuscitated.